Manufacturer narrative:
The customer contacted a siemens customer care center. Estradiol calibrations and quality controls were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed system check and adjusted the wash well dilution speed as the wash speed was 10% higher than the normal speed. The customer installed fresh kit of diluent and adjustor. There have been no additional issues with estradiol results. The cause of the alleged imprecise estradiol results on one patient sample is unknown. The immulite 2000 xpi instructions for use (IFU) states that the intended use of estradiol is for "the quantitative measurement of estradiol (estradiol-17 beta, e2) in serum, as an aid in the differential diagnosis of amenorrhea, and monitoring of ovulation induction with and without stimulation in assisted reproductive technology (art)." The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The customer reported that: imprecise estradiol results were obtained on a patient sample on an immulite 2000 xpi instrument; the sample was initially tested neat, resulting lower compared to the diluted result; the sample was then diluted with a dilution factor of 1:5 and the result was higher than the neat result; the diluted result was reported to the physician(s); the physician(s) withheld the fertility treatment for the patient based on the diluted result and questioned the result; the patient lost her fertility cycle due to the fertility treatment being withheld; the sample was repeated neat and with dilution; the repeat neat result was above the analytical measurement range and the repeat diluted results were similar to the initial diluted result; the first repeat diluted result was reported to the physician(s) and considered correct as it was expected by the physician(s). The patient losing her fertility cycle due to the fertility treatment being withheld was not reported as adverse health consequences to siemens.